Event description:
A medtronic representative reported that, while during a spinal fusion procedure, the tip of a driver instrument was damaged. The tip of the driver was broken off inside the head of the screw and left in the patient. The surgeon deemed this was appropriate and the rod was able to be inserted properly. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Based on engineering toxicological risk assessment of the material in the device, the potential health risk resulting from exposure to a fragment of the device is considered to be negligible. Medtronic investigation of returned suspect device finds that as reported, the tip of the instrument had been broken off. The remainder of the instrument appears to be in good condition. Replacement device shipped to site for issue resolution.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.